Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(6) internal report (B)(4) the device has been requested to send it for investigation to bbm laboratory in (B)(6). In the moment the device is investigate in our service laboratory. If we get new information, an investigation report will create. This report is being filed for pump 8713050, serial number (B)(4), however there were four (4) other infusion pumps in use on the patient at the time the adverse event occurred. An adverse event report has been filed for each of the pumps in use at the time of the event; the other report numbers are 9610825-2019-00370, 9610825-2019-00371, 9610825-2019-00373, and 9610825-2019-00374. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): "wrong rate", customer information: patient had to be resuscitated due to potassium intoxication. Staff assume a wrong rate due to an incorrectly programmed infusion rate or other manipulation. Customer want an investigation of the infusion pump.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. During the analyzes of the history log files no flow deviation could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled. No damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4).